Event description:
It was reported that a patient experienced intermittent stimulation sensation that required her to increase her amplitude to 10.5 v when usually she was at 4.0v. Over the previous 2 days the patient had no symptom control. The patient's pain caused her to vomit. It was noted that the patient was implanted for forehead pain. There was no known accident or incident related to the event. Additional information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that an impedance check was done and it was normal. No malfunctions were seen or determined as the cause of the event. Intervention was noted as reprogramming and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information noted the patient had a narcolepsy accident. It was stated the patient wasn¿t feeling any stimulation at all.

Manufacturer narrative:
(B)(4).